Event description:
It was reported that during patient use, the carescape (B)(4) patient monitor emitted an unusual constant beep-beep tone that did not audibly correspond to an expected alarm tone or other recognizable tone, and did not correlate to any visual patient condition. As long as this tone is sounding, no other discernible audible alarms will be announced. Visual alarms were not affected. There was no death or serious injury associated with this event, nor an indication that intervention was provided. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.